Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, .date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional (hcp), and a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported there was a loss of stimulation. The patient said it seemed as if the ins battery was getting less capacity. The patient set the neurostimulator to 5.05 to feel the stimulation while it was initially felt sufficiently at 3.60. The battery also sometimes fails when the battery is still at a quarter but this was not the case before. The patient noted they have not yet seen a mark on the screen of the remote control and the battery had now been in use for 7.5 years and should in principle be able to last for another 1.5 years. The hcp said they had seen the patient at the clinic on the day of the report. The hcp noted that in (B)(6) 2020 there had been a revision of the extension; preoperatively it was not possible to fully insert the lead end into the extension, and it was accepted that electrodes 5-6-7 were outside the extension. The hcp stated it went well for more than 1 year, and now the above complaints appear. Impedance measurement were unchanged, e 0 to e 4 normal values and active program activated. The hcp provided a charging session report that showed on apr-29 there was a 50 min charging time, but no blue bar and no change in percentage of stimulator charged. The hcp advised the patient to recharge tomorrow until maximum capacity of ins is reached but looking back at the report this has not been achieved in the past period. It was noted that the report showed at least one event had occurred of therapy loss due to a low battery level of the ins and the report also showed that there was a time difference between the ins and the programming device. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the inability to fully insert the lead into the extension was not determined and the cause of the loss of stimulation/therapy and the charging/battery depletion issues was unknown. The battery had been reprogrammed from 3,6 to 5,05 v. There were no actions taken to resolve the loss of stimulation/therapy and the charging/battery depletion as the battery should be able to provide therapy for another 1.5 years. The loss of stimulation/therapy and the charging/battery depletion had not yet been resolved.